Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator changeout. Prior to opening up the pocket, it was discovered that the right ventricular (rv) lead exhibited r-wave amplitude variation and had also failed to sense. The rv lead was capped and replaced on (B)(6) 2022. The patient was in stable condition throughout.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the right ventricular (rv) lead was undersensing when attached to the pacing system analyzer (psa).